Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, okay, and contrast buttons were intermittently unresponsive for six months. These buttons required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Corrosion was also found inside the battery compartment. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed and no further evidence of moisture ingress was observed.